Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of laparoscopic inguinal hernia, the balloon was used to create space but would not inflate. Surgeon removed the defective product and replaced with another product that functioned properly. There was no patient injury.